Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 2/10/2025, a clindex notification was received indicating that a patient listed on the shoulder arthroplasty registry suffered a loosening of the glenoid side implants. An x-ray on (B)(6)2024, showed loss of fixation of the baseplate. The patient was revised on (B)(6) 2024. The event was indicated as possibly related to the univers revers implanted on (B)(6) 2023. No further information was provided. Additional information received on 3/7/2025: ar-9580-2410 univers revers modular glenoid system augmented baseplate, an ar-9582-25 modular post for augmented mgs baseplate, an ar-9563-16 univers revers modular glenoid system, peripheral screw, locking, three ar-9563-20 univers revers modular glenoid system, peripheral screw, locking, an ar-9564-2433-lat arthrex univers revers modular glenoid system glenosphere, and an ar-9503xs-03 univers revers modular glenoid system, humeral insert were explanted during the revision surgery.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event.